Event description:
The customer reported the generation of erratic patient results for sodium (na) and chloride (cl) on their dxc 800 pro clinical chemistry analyzer. The customer repeated the two (2) patient samples on another dxc analyzer and reported the repeated results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided data for two (2) patients.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro clinical chemistry analyzer and found a defective carbon bridge. The fse replaced the carbon bridge assembly to resolve the issue. The fse performed ise assessment and quality control, which all passed. Analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).